Manufacturer narrative:
Additional, changed, and/or corrected data: b6

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "any creases." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for left side. The device remains implanted.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "any creases." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: - rupture: observed an opening on the device. - crease/folding of implant: no observed creases on the device. - cyst: unable to observe as it is not related to the manufacturing process. No other observations observed.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.